Event description:
It was reported that a patient's generator was interrogated for the first time since (B)(6) 2010. On (B)(6) 2012, and it was observed that the patient's parameters were at unintended settings. The reporter indicated that the patient's off time was set to 60 minutes off. The device had reportedly not been interrogated by anybody else. The physician's office sent a copy of the programming history to the manufacturer which revealed that a faulted systems diagnostic test occurred on (B)(6) 2009, which resulted in a change in the patient's parameters to unintended settings. Since the patient's device was not interrogated since this date, the incorrect settings were not noticed and corrected until (B)(6) 2012. The patient had recently experienced an increase in seizures that were reportedly at pre-vns baseline levels. The physician's assistant believed the cause was due to the improper magnet swiping technique.